Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump error was occurred. Blood glucose was 154 mg/dl. Troubleshooting was performed. Customer stated they were not able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The open book and critical pump error was noted after battery installation. The constant critical pump error alarm was due to moisture damage on the electronic assembly. There was corroded motor assembly noted during visual inspection.